Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported to be hypokalemia and electrolyte imbalance. The patient was not hospitalized prior to passing away and passed away at home. Peritoneal dialysis therapy was reported to be ongoing until the time of death. It was reported that the patient was connected to the homechoice device at the time of death. It was unknown if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed no issues that could have caused or contributed to the reported issue. An internal/external visual inspection was performed with no issue found. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. All pressures were found to be correct and stable. The device passed all seal, purge and integrity testing. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.